Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample. The initial result was <0.100 uiu/ml with a data flag and was reported outside of the laboratory. The patient complained about the result. The sample was repeated on (B)(6) 2018 with a result of 1678 uiu/ml with a data flag. There was no allegation of an adverse event. The reagent lot number was 284292. The expiration date was requested but was not provided. The customer did not use the rack adapter.

Manufacturer narrative:
The field service representative found a tube was out of position which caused the issue. He ran analyzer performance testing.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. A general instrument or reagent problem could not be identified.